Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The third party service agent replaced the therapy pcb assembly to resolve the reported issue and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent reported to physio-control that their customer's device had a service indicator present and would intermittently fail to power on when prompted. As a result, defibrillation may be delayed or prevented, if it were necessary. There was no patient use associated with the reported event.

Event description:
A third party service agent reported to physio-control that their customer's device had a service indicator present and would intermittently fail to power on when prompted. As a result, defibrillation may be delayed or prevented, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4)